Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 600 mg/dl. The customer declined to perform troubleshooting. Nothing further was reported.